Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the reason for call was to inquire if the device can be turned off remotely as the patient was in the ER as they believed the device was causing a sharp pain and may be dislodged. The caller stated that around two days ago, the patient started experiencing pain at the ins site that shoots down to their "urinary region" and pain had progressively gotten stronger. The caller was not with the patient. The agent transferred them to national answering services to page a manufacturing representative (rep) and suggested asking if the patient had the programmer with them. The caller stated they contact the implanting healthcare provider (hcp), but they were no longer practicing so they had the on call hcp paged but haven't heard back yet.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.